Manufacturer narrative:
For the calibration performed on 19-sep-2025, calibration values were outside of range for one calibration standard. All controls recovered within specified ranges. The investigation determined the issue is related to the reference electrode installed on the system. The electrode manufactured by diamond diagnostics is based on silver/silver chloride (ag/agcl2) chemistry and has a higher electrical potential than the original roche mercury/mercurous chloride (hg/hg2cl2) electrode. This higher potential is believed to cause signal variations and instability within the analyzer's electronics, leading to "jumps" in the sodium measurement signals and the observed erroneous results. The root cause of the issue was related to a reference electrode manufactured by diamond diagnostics (dd ref electrode) used with the 9180 electrolyte analyzer. The reference electrode used (dd ref electrode) is covered by a roche initiated recall. Customers using the dd ref electrode were instructed to immediately stop using sodium (na) results from their 9180 analyzer. The affected reference electrode was not distributed in the united states. Customers in the united states use the roche reference electrode and reference electrode housing. No further action is needed for customers in the united states.

Event description:
The initial reporter stated they received discrepant sodium electrode results for two patient samples tested on a roche 9180 electrolyte analyzer. The samples initially resulted in the following values: sample 1 sodium = 120 mmol/l with a data flag. Sample 2 sodium = 123 mmol/l with a data flag. The customer conditioned the system five times and repeated the first sample and it resulted in the following values: sample 1 sodium = 120 mmol/l with a data flag. Sample 2 sodium = 123 mmol/l with a data flag. The samples were repeated using an unknown method, resulting in the following values: sample 1 sodium = 134 mmol/l. Sample 2 sodium = 138 mmol/l. The samples were repeated at another laboratory using the siemens method, resulting in the following values: sample 1 sodium = 136 mmol/l. Sample 2 sodium = 140 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.